Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Electrical testing showed no anomalies. The battery drawer and side bail covers were also observed to be broken. The visual anomalies noted would not have caused the reported behavior.

Event description:
It was reported by hospital staff that the epg (external pulse generator) turned itself off while connected to a patient. They then replaced the battery, but again the device turned itself off, so they replaced the device. There was no patient injury reported as a result of this event.